Event description:
The customer reported a constant tone and a frozen screen. The time on the screen was advancing, but the words version 2.4a were frozen on the screen. The customer had already removed the battery for an hour prior to calling, but the issues were not resolved. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a constant tone and frozen screen due to a faulty component on the mother board. Unable to verify the button anomaly due to the frozen screen.